Event description:
On (B)(6) 2013, a reporter contacted animas alleging an inaccurate delivery from their device. The reporter alleged that on 8/10/2013 between 1:25 pm and 6:16 pm no basal was delivered to the patient. This complaint is being resolved because it was not resolved with troubleshooting. There are no allegations of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2013 with the following findings: the pump history shows the basal delivery and the last bolus were on 08/14/2013. Pump was exercised for a 24 hour duration test with no reboot events occurring during testing. No alarms outside the range of normal patient use were observed in the pump history. The boluses and basal added up appropriately to the total daily dose; showing the pump was delivering accurately until the last date used. The pump correctly calculated the units remaining in the pump history. The pump successfully passed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.